Event description:
A trilogy 100 ventilator, u.s.a - bt ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of patient harm. The device was not reported to be in patient use. The trilogy 100 ventilator, u.s.a - bt device failed a pressure sensor calibration repair test at the manufacturer's service center. The technician replaced the device's sensor board assembly to address the issue. Additionally, the device's missing enclosure feet and cracked handle have been replaced. Device passed all testing.

Manufacturer narrative:
The reported failure of the sensor board assembly is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.